Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 3 mm. Hemodynamics revealed elevated left ventricle end diastolic pressure. An echocardiogram and angiogram revealed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with no improvement in pvl. A second valve was successfully implanted at 3 mm and a bav was performed. An echocardiogram and angiogram revealed the pvl reduced and hemodynamics improved. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.